Manufacturer narrative:
The product has not been returned for evaluation. Should additional info be received, a supplemental form will be completed.

Event description:
It was reported the screen on quick bolus button has stopped working. No impact to customer's blood glucose level.